Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had sudden drop of battery from two years to one and a half years for a span of three months. Initial analysis indicated that the power consumption of this device has been increasing and is expected to continue to increase. The engineers recommended replacing the device and return for detailed analysis. Additional information received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had sudden drop of battery from two years to one and a half years for a span of months. Initial analysis indicated that the power consumption of this device has been increasing, and is expected to continue to increase. The engineers recommended replacing the device, and return for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.